Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a coyote es balloon catheter the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 124.1cm from the hub. The inflation lumen is stretched at the separation. The guidewire lumen and inflation lumen is torn 23.8cm from the tip and the tear goes to the exit notch. Microscopic examination revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a separation.

Event description:
It was reported that tip detachment occurred. The patient underwent fistulagram of the 70%-80% stenosed target lesion located in the non-tortuous and non-calcified left cephalic vein graft. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the tip of the balloon catheter detached and a minimal cutdown was performed to retrieve the fragment. The procedure was completed with an unspecified device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The patient underwent fistulagram of the 70%-80% stenosed target lesion located in the non-tortuous and non-calcified left cephalic vein graft. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the tip of the balloon catheter detached and a minimal cutdown was performed to retrieve the fragment. The procedure was completed with an unspecified device. No patient complications were reported.